Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user self-initiated ilet therapy without training while their cgm was reading ¿high,¿ and the user subsequently reported persistent hyperglycemia that had been ongoing prior to pump use and continued for approximately twelve hours after initiation before glucose levels decreased. Symptoms included hyperglycemia. Outcomes included no hospitalization and no medical or surgical intervention. Investigation included complaint handling, user interview, and troubleshooting and education regarding high glucose management and the risks of ketones and infusion set issues. Investigation of this case revealed no device malfunction was confirmed, and the event was consistent with hyperglycemia of unclear cause that could include user-related factors such as initiation during very high glucose without training and a potential infusion site issue; the device and components were not determined to be defective. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.